Event description:
CUSTOMER ALLEGES HE WAS COMING UP THE INCLINE ON HIS DRIVEWAY AND THE WHEELS ALLEGEDLY LOCKED UP AND ALLEGELDY THREW HIM OFF THE UNIT. HE FELL AND HIT HIS HEAD AND THE SCOOTER ALLEGEDLY FELL ON TOP OF HIM. HE STATES HE WAS ADMITTED TO THE HOSPITAL AND WAS JUST RELEASED A WEEK AGO.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.